Manufacturer narrative:
Lot kcab (1): manufacture date: 30 october 2019. Device returned: 02 december 2022. Lot guyu (1): manufacture date: 30 july 2018. Device returned: 02 december 2022. Lot pgkt (1): device returned: 27 october 2022. Lot muat (1): manufacture date: 10 november 2020. Device returned 27 october 2022. Lot muat (2): manufacture date: 10 november 2020. Device not returned. Lot unknown (1): device not returned.

Event description:
This record is a consolidation of q4 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures seven instances of intraoperative everest locking screw inserter deformation.

Event description:
This record is a consolidation of q4 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures seven instances of intraoperative everest locking screw inserter deformation.

Manufacturer narrative:
Lot kcab (1): manufacture date 30 october 2019. Device returned 02 december 2022. Lot guyu (1): manufacture date 30 july 2018. Device returned 02 december 2022. Lot pgkt (1): device returned 27 october 2022. Lot muat (1): manufacture date 10 november 2020. Device returned 27 october 2022. Lot muat (2): manufacture date 10 november 2020. Device not returned. Lot unknown (1): device not returned.